Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).

Event description:
It was reported the handpiece was over heating during use. The handpiece melts the disposable clothes upper layer on the operation table. There was no patient injury.

Manufacturer narrative:
The product analysis could not verify the customer' complaint concerting the overheating. Unit was tested before repairs it did not overheat. The temperatures for the one min.test were nose 84-middle-85-rear 81. Temperatures for the 4 min test nose-88 middle-8 9-rear-87. The rear bearing and seal were replace due to wear and tear. The item was repaired, cleaned, tested and passed all manufacturing specifications. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.